Event description:
During an extracorporeal shock wave lithotripsy (eswl) operation, the lithotripsy unit (manf by dornier med tech america, model compact delta)overheated and shut itself off halfway through the procedure. The surgeon had not finished the procedure and attempted to fix the machine but was not successful, terminated the procedure and the unit was taken out of service. It was sent back to the rental company for repair. They troubleshot the unit and discovered the water temperature sensor was faulty which caused the machine to think it was overheating when in fact it was not. The sensor was replaced and the unit functioned normally thereafter. The patient was not injured by this malfunction.